Event description:
It was reported that the ventilator generated alarms indicating high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No ventilator logs was provided and no investigation of the ventilator was requested. The healthcare facility tested the ventilator for 12 hours with no anomalies found. No further investigation has been possible, therefore the root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).